Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2 of his automated peritoneal dialysis therapy. Per initial report, the home patient disconnected their transfer set from the patient line of the homechoice set without pausing therapy. After receiving the alarm the home patient reconnected themselves to the setup and attemted to proceed with therapy. Baxter's technical service center assisted the home patient's spouse in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.